Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was returned and no photographs were provided for evaluation. Medical records received and evaluation: not performed as no medical records were provided. This event relates to a packaging issue. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as return of all packaging is required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Outer cardboard packaging of an implant was opened. The blister packaging inside the box was damaged. The theatre nurse opened the triathlon femoral implant outer cardboard box. They noticed the inner blister package was damaged resulting in the package being unsterile. Another implant of the same size was used.

Manufacturer narrative:
Based on the device identification the complaint databases were reviewed for similar reported events regarding pack damage. There have been no other events for the lot referenced. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. A supplemental report will be submitted upon completion of the investigation.

Event description:
Outer cardboard packaging of an implant was opened. The blister packaging inside the box was damaged. The theatre nurse opened the triathlon femoral implant outer cardboard box. They noticed the inner blister package was damaged resulting in the package being unsterile. Another implant of the same size was used.